Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('many women are left with coils or fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete device removal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device breakage and complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('many women are left with coils or fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete device removal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device breakage and complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.